Manufacturer narrative:
The customer reported that there was no malfunction of the bed.

Event description:
It was reported that the bottom bed rail when it is down extends past the end of the bed and is a tripping hazard. No adverse consequence or clinically relevant delay in treatment was reported.